Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that she was taken to the emergency room and was treated and released. The blood glucose reading was 250 mg/dl. Customer stated that she also went to the emergency room because she did not have a backup plan. Customer also stated that her glucose meter was not working correctly. Nothing further was reported.